Event description:
It was reported that the lead caused diaphragmatic stimulation. The doctor chose to explant and replace the lead. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned for analysis. Distal conductor had blood/body fluid (not obstructed).